Manufacturer narrative:
Submit date: 9/14/2017.

Event description:
The customer states that the enteral feeding pump had a motor error and did not alarm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit failed to alarm. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a formal corrective and preventative action investigation has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.